Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report is filed august 31, 2015.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted (B)(6) 2014 and the patient was reimplanted with another manufacturer's device during the same surgery.